Manufacturer narrative:
Failure analysis revealed that the insulin pump did power up properly after battery installation. The device was received with operating currents within specification. No unexpected out limit battery alarms noted. The unit also was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Traces of corrosion were noted at the lcd board per visual inspection. The device had cracked case at the display window corners and battery tube threads, and minor scratched display window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm due to moisture in the insulin pump. Customer also states that there is a battery out limit. The blood glucose reading is 73 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.